Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, numbness on the treatment area can occur during, immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks after onset. In addition, the coolsculpting user manual, under zeltiq clinical studies-resolution of hypoesthesia, states that partial numbness and, to a lesser extent tingling, over the skin of the application site were reported for all subjects immediately post-treatment and for 68% of subjects by one week post-treatment. Partial numbness or tingling is a temporary and anticipated effect of the treatment and was found to resolve without intervention within two to three weeks on average, although in 8.3% of the cases these effects endured for as long as two months. Investigation is ongoing.

Event description:
Allergan received a report of a patient who received coolsculpting treatment to the upper abdomen, lower abdomen, mid abdomen, flanks and inner thighs in (B)(6) 2017 and experienced numbness and paradoxical adipose hyperplasia.

Event description:
A patient reported that they had received coolsculpting treatment to the upper abdomen, lower abdomen, mid abdomen and flanks on (B)(6) 2017 and started experiencing numbness and paradoxical adipose hyperplasia. Diagnosed with pah on (B)(6) 2022 and had corrective surgery completed.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Supplemental emdr is needed for received/aware date correction and duplicate record: (B)(6). Supplemental aware date: 13-sep-2022, date case was identified as having a duplicate record, (B)(6) and the received/aware date has been corrected from 17-may-2021 to 14-may-2021, the date allergan first learned of the event from the duplicate record, (B)(6).

Event description:
A patient reported that they had received coolsculpting treatment to the upper abdomen, lower abdomen, mid abdomen and flanks (B)(6) 2017 and started experiencing numbness and paradoxical adipose hyperplasia. Diagnosed with pah on (B)(6) 2022 and had corrective surgery completed.